Event description:
It was reported that the patient recently underwent implant of the pacemaker system. The right ventricular (rv) lead was somewhat difficult to position, with two different locations attempted; however, the lead was successfully implanted into the rv apex. Several days after implant, the rv threshold became greater than 7 v and the rv pace impedance was greater than 3,000 ohms. Under fluoroscopy it was observed that the helix of the rv lead was retracted back to the lead body. The rv lead was repositioned, and the resulting parameters were normal and stable. No additional adverse patient effects were reported.